Event description:
The healthcare professional reported that during an angioplasty procedure targeting a stenosis in the c6 segment of the internal carotid artery (ica) with the target vessel reportedly tortuous; the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 9426812) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31540299) and could not be further advanced. The physician tried to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and stent and replaced them both with another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and 150cm x 5cm prowler select plus microcatheter (606s255x) to complete the procedure. There was no negative patient impact and no clinically significant delay in the procedure. A photo was included in the complaint. The product analysis team will review the photo. On 14-jul-2025, additional information was received. The information confirmed the angioplasty procedure was targeting a stenosis at the c6 segment of the internal carotid artery (ica). The target vessel was tortuous. There had been no resistance during the advancement of the stent. An adequate continuous flush was maintained through the microcatheter. Aside from the premature detachment, there was no damage noted on the stent / stent delivery system. The information confirmed that the replacement devices were another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows the distal portion of a microcatheter. The microcatheter is observed cut with a cut stent component protruding. No other damages can be seen as the rest of the devices are not shown in the photo. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot: (31540299) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The luer hub and strain relief of the microcatheter were cut off from the rest of the device, showing signs of stretching, and exposing the inner braiding of the microcatheter. Analysis of the dimensions of the microcatheter were made, and the outer diameter (od) was found out of specifications. The useable length was measured, and the shaft was elongated. An x-ray imaging inspection confirmed that no stent component was inside the microcatheter's shaft. A dissection was made next to the exposed internal braiding, and residues of polytetrafluoroethylene (ptfe) delamination were noted. Microscopic inspection revealed stretched out residues of ptfe protruding from the exposed inner braiding. An investigation with the manufacturing team was opened, and the following was concluded: two sections of the shaft were dissected to confirm an appropriate fusing was done and discard that the obstruction was caused by ptfe not being correctly fused to the braid and the segment. One dissection was made at the middle of the body shaft, and the other at the distal end of the body shaft. Both dissected sections showed a completely fused ptfe with the braid and the shaft segment. No sign of incorrect fusing or ptfe delamination was found on the rest of the shaft. The fusing process is a continuous process; temperatures and fusing speed do not change for the whole catheter fusing process. Therefore, if an incorrect fusing occurred, it would be present for the whole shaft length. According to the information gathered from the microcatheter process, there are controls in the manufacturing line which are 100% inspections; these inspections are capable of detecting if any obstruction is present in the catheter. Based on the information gathered from the customer report, it is deemed that an adequate flushing was maintained through the catheter, this indicates that there was no obstruction before introducing the stent. Since no obstruction was found before starting the medical procedure, the integrity of the catheter was not compromised and dissections in the catheter made at the lab showed that the shaft had an appropriate fusing process in the microcatheter along. After reviewing all the details provided by the customer report as well as the process controls located at the manufacturing line and the dissections at the lab, it is suggested that there was a mishandling during the use of the microcatheter and stent (stent was prematurely detached into the catheter after performing flushing process), therefore, this customer complaint is considered as non-manufacturing related. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the obstructed microcatheter could not be evaluated since the proximal end of the microcatheter was cut off and not returned for evaluation. The reasons why the device has been cut remain unknown; however, the damages such as elongated and cut shaft, and ptfe delamination remains unrelated to the issue reported since it is suggested that these damages are the result of the handling post-procedure of the microcatheter. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. The instruction for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report an updated review of the device history record for the lot 31540299. A device history record (DHR) was performed, and there were no alarming conditions during the manufacturing process of the lot 31540299. Related defects to the polytetrafluoroethylene (ptfe) and inner diameter were caught during the manufacturing process with the process controls. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.